Event description:
Gentleman turned over in bed and his right leg locked up. Upon being examined in 2006, it was identified that the ps post had broken off of his tibial insert. An insert exchange was performed approx 2 months later.